Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd saf-t-intima¿ IV catheter safety system, saline was dripping from the device onto the extension of the catheter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 7115930. Our records show the reported lot was manufactured on april 27,2017, and determined that this is the only instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Unfortunately a sample could not be obtained for evaluation and testing, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. The reported defect was not confirmed because, no provided samples, images or representative samples of the complaint to evaluate the defect which is essential to perform a better investigation. Therefore, we cannot confirm or associate this complaint to the manufacturing process.

Event description:
It was reported that during use of the bd saf-t-intima IV catheter safety system, saline was dripping from the device onto the extension of the catheter. There was no report of exposure, serious injury or medical intervention.